Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. At the time of the cartridge change errors, there was an o-ring observed to be on the pneumatic tap. The o-ring was removed; however, the cartridge change errors continued to occur. Customer¿s blood glucose level was 202 mg/dl.